Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented for a routine device checkup, noise was observed on the rv lead. The device was explanted by patient request and the lead was capped.